Event description:
It was reported that there was air in the syringe of the patient controlled analgesia module. There was patient involvement and impact is unknown.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.